Event description:
It was reported there was worn gears and incomplete meshing. There was no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: z.s.g.m. Cutter 2:1 ratio: catalog #: 00770302000; lot #: 1411077. Z.s.g.m. Cutter 1.5:1 ratio: catalog #: 00770301500; lot #: 1517562. The customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
Multiple reports were filed for this event, please see associated reports: 0001526350-2022 - 00830, 0001526350-2022 - 00831, 0001526350-2022 - 00490. The results of the investigation are as follows: -review of the most recent repair record determined the device was out of calibration and the gear was worn. The gear and cap nut were replaced and the device was recalibrated and resolved the reported issue. - a definitive root cause cannot be determined. -the event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.